Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to functional treat mitral regurgitation (mr) with a grade of 4. It was noted that the patient was experiencing arrhythmias and a temporary pacemaker was implanted. One clip was implanted, reducing mr to a grade of 1-2. Two days after the clip was implanted, the patient experienced tamponade. Drainage was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported cardiac tamponade and arrhythmia were unable to be determined. The reported patient effects of cardiac tamponade and arrhythmia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.